Event description:
It was reported that the patient's incontinence level did not improve following their sling procedure. The patient had an artificial urinary sphincter implanted in response to their incontinence. The patient was recovering from surgery.